Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not tuning on. Customer stated insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was not return after restart. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Blank display due to corroded battery tube and moisture damage on electronic assembly. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.